Manufacturer narrative:
Concomitant therapies: juvéderm® volift¿ with lidocaine, juvéderm® volux¿, and juvéderm® volite. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. This is a known potential adverse event addressed in the product labeling. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported having been injected with juvéderm® voluma¿ with lidocaine, juvéderm® volift¿ with lidocaine, juvéderm® volbella¿ with lidocaine, juvéderm® volux¿, and juvéderm® volite in the cheekbone, chin and lips by a doctor. On the same day, the patient developed swelling at the injection sites and lumps in the lip. Patient also had difficulty moving the jaw. There was also inflammation from the injection which the patient felt better in some moments. Symptom locations were noted as chin, lips, cheekbones and dark circles. The patient was treated with antibiotic and anti inflammatory corticoids. Event has resolved. This is the same event and the same patient reported under MDR ID# 3005113652-2019-00536 (allergan complaint #(B)(4)) and MDR ID# 3005113652-2019-00808 (allergan complaint #(B)(4)). This MDR is submitted for juvéderm® volbella¿ with lidocaine.